Event description:
Customer reported that every three weeks, the time on the pump would automatically update itself to 12 minutes in the future without their input, causing discomfort. There was no adverse impact to the customer¿s blood glucose level. Customer will continue using the current pump until a replacement is sent by cts. Cts consulted csa, found a related previous case, and got approval to replace the pump. A new replacement pump with updated software will be sent, and training will be available via the customer¿s tandem source account. Customer acknowledged instructions for returning the problematic pump and confirmed the shipping details for the replacement.